Manufacturer narrative:
Final analysis found that the distal insulation was found to have a breach due to pressure from suture sleeve at 19.6 cm from the connector pin.

Event description:
It was reported that the atrial lead exhibited impedance less than 200 ohms, loss of capture and loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.